Manufacturer narrative:
Performed visual inspection on returned sensor and no issues observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (normal termination). Sensor plug was fully seated. Removed sensor plug assembly and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the test fixture. Sensor was reprogrammed and applied current to perform linearity test. All outputs were within specification. Glucose count results were within specification. No product deficiency was identified.

Event description:
A nurse reported a customer¿s adc freestyle libre sensor was producing erroneously low results. She further reported the customer had been receiving unspecified low readings from the sensor during the five days of wear, so he had not been taking his usual insulin. On (B)(6) 2017 customer had an appointment with the nurse and indicated to her that he was ¿tired, but didn¿t feel very bad¿. The nurse performed a test using her blood glucose meter and received a reading of ¿hi¿ which was compared to the customer¿s sensor and received the following results: 6.7 mmol/l (121 mg/dl) and 6.6 mmol/l (119 mg/dl). The customer was sent to the emergency room where he received unspecified treatment. Attempts to clarify the specific treatment rendered have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. Note- the date reported is the date adc became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported a customer¿s adc freestyle libre sensor was producing erroneously low results. She further reported the customer had been receiving unspecified low readings from the sensor during the five days of wear, so he had not been taking his usual insulin. On (B)(6) 2017 customer had an appointment with the nurse and indicated to her that he was ¿tired, but didn't feel very bad¿. The nurse performed a test using her blood glucose meter and received a reading of ¿hi¿ which was compared to the customer¿s sensor and received the following results: 6.7 mmol/l (121 mg/dl) and 6.6 mmol/l (119 mg/dl). The customer was sent to the emergency room where he received unspecified treatment. Attempts to clarify the specific treatment rendered have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.